Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non-tortuous 5mm-diameter proximal popliteal artery. After atherectomy, pre-dilatation with a 5.0mm diameter balloon, then deployment of unspecified stents in the distal vessel area, a 5.0x40 6f 120cm supera peripheral self-expanding stent system (sess) was prepped and advanced without difficulty to the lesion for deployment, proximally overlapping the most proximal previously placed stent. The thumbslide was pushed without difficulty and approximately 90% of the stent released when the remaining proximal portion of the stent would no longer release from the delivery system. An attempt was made to fully release the remaining stent portion by pulling back the delivery system, but the stent still did not release. The supera delivery system with stent still attached was withdrawn from the vessel and through the sheath with no resistance felt; reportedly, the entire proximal vessel areas had been previously stented in a prior procedure which allowed for easy retraction out of the anatomy without resistance. There was no damage caused to the previously implanted stents and no adverse patient effects. This issue caused a delay, but did not result in a health impact. The physician opted to treat the target area via balloon angioplasty instead, resulting in a good outcome. No additional information was provided.